Event description:
The customer reported that the insulin pump alarmed button error and the device was exposed to moisture. The blood glucose reading was 195mg/dl. Advised the caller to discontinue the use of the insulin pump and revert to a back-up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4). .

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.